Manufacturer narrative:
Hospital affiliation: (B)(6) medical center. Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional product information was requested but, the complainant was unable to provide the model number, lot number or product sizing information. Additional information was requested from the complainant but, the complainant was unable to provide any further details related to the complaint issue. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the patient experienced full thickness tissue damage after orthopedic surgery for hip or knee surgery (no information provided) approximately 5-6 months ago. Aquacel ag surgical dressing was used however no specific lot number or part number was provided other than the hospital reporting they purchased aquacel ag surgical 10" and 12" dressings. This issue was reported through follow up phone calls and at the patients' follow up visits in the office. No patient outcome was provided, however wound care treatment was provided for several weeks at a wound care clinic.